Event description:
Patient hospitalized for high blood glucose level on two occasions, 06/24/99 and 07/05/99. 06/24/99-bg very high in early am, did not check insulin cartridge or insertion set or infusion tubing, started vomiting and went to hospital. Received IV fluids at hospital. 07/05/99--bg very high at 4pm, started vomiting and went to hospital. Changed base unit of infusion set at hospital and bg readins came down to normal. Received IV fluids at hospital. Left hospital wearing same insulin pump.